Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. However, device had unresponsive esc and down buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test, motor error alarms or time/clock anomaly due to unresponsive button. Device had cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were hard to push and insulin pump received motor error alarm. The customer¿s blood glucose level was unknown. Customer stated that screen of insulin pump was faded and had crack on battery compartment. Customer also stated that the batteries lasting less than a week and clock need to be reset often. The insulin pump will not be returned for analysis.